Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and a no delivery. Customer's blood glucose was over 500mg/dl. The customer treated with pump after set change. Customer stated she will call back to troubleshoot, after her husband takes her to the hospital. Customer stated she feels very sick; her cannula was in a v shape. Advised customer that we could run test to see why she encountered high blood glucose. Customer's current blood glucose was 413mg/dl.